Event description:
Healthcare professional(hcp) reports 2 blood leaks noted into the dialysate compartment during the onset of the pt treatments. New disposables used to continue treatments without incident. Estimated blood loss of 250cc reported. Dialyzer reused 1 and 13 times prior to this report. Hcp reports no pt injury or need for medical intervention.

Event description:
Healthcare professional(hcp) reports 2 blood leaks noted into the dialysate compartment during the onset of the pt treatments. New disposables used to continue treatments without incident. Estimated blood loss of 250cc reported. Dialyzer reused 1 and 13 times prior to this report. Hcp reports no pt injury or need for medical intervention.